Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. There was no impact to customer¿s blood glucose. Reportedly, customer changed the pump supplies or simply cleared the alarm and resumed insulin delivery to address the issue.